Event description:
Related manufacturer reference number: 2017865-2022-12259. It was reported that the patient presented for a follow up in clinic, the following day of implant procedure, with a right ventricular (rv) lead that exhibited failure to capture due to lead dislodgement. During the revision procedure, it was noted that the lead was unable to be removed from the device header. The device and lead were explanted. The patient was in stable condition.

Manufacturer narrative:
Correction made to serial number of pacemaker. It was changed from (B)(6) to (B)(6).

Manufacturer narrative:
The reported event of unable to loosen the ventricular setscrew to disconnect the ventricular lead was confirmed. Epoxy was found in the ventricular connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.